Event description:
(B)(4). Essure coils were placed (B)(6) 2012. The following 4 years I have had a series of ongoing systems. I have had multiple tests, many doctors bills, the list of symptoms is long. Headaches, twitching in my muscles and extremities, extreme achy stiff joints, sharp abdominal pains, peeling fingers and feet, neck pain, extreme foot pain and inflamed bursas, ibs, low vitamin d, extreme fatigue, brain fog, weight gain and bloating. I have been to multiple doctors, had blood work checked every 6 months. All tests are negative, all MRI's are negative, test for auto immune is negative.